Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise oversensing which resulted in an episode of high ventricular rate. No intervention was performed.